Manufacturer narrative:
Hollister reviewed the device history records based on the lot number provided. The records were found to be complete and accurate. A review of hollister complaint data for the anchorfast guard over the last 5 years do not show any other reports of the tube protection portion of the anchorfast guard separating from the device in use. Photo of the reported broken device provided to hollister. It was observed that the tube protection portion of the device appeared to be missing. No photos of the tube protection portion provided to hollister. The account reported that x-ray showed a suspected foreign body located superior mediastinum measuring 1.3 x 3.4 cm and that it could not determine if that foreign body was inside the patient or was external. Hollister specifications for the tube protection portion of the anchorfast guard is 1.7 x 4.1 cm. Without the retrieval and identification of the suspected foreign body reported on the x-ray, hollister cannot confirm the identity of the foreign body. Hollister cannot determine the cause of the reported break associated with the anchorfast guard.

Event description:
It was reported that the tube protection portion of the hollister anchorfast guard endotracheal device was found missing while in use on an intubated patient. They reported that the tube protection portion could not be located in the patient's bedding so a chest x-ray was taken. They reported that the chest x-ray showed that the et tube was 3.3 cm above the carina and a suspected foreign body was located superior mediastinum measuring 1.3 x 3.4 cm and that it could not be determined if the foreign body was inside the patient or was external. The patient was not in any apparent distress. The doctor documented in his notes, that a foreign body was suspected in the esophagus. Based upon the patient's clinical course, it was determined not to attempt to locate and remove the suspected foreign body.

Manufacturer narrative:
The broken device minus the protective sleeve was returned and inspected by hollister r&d engineers. For an intact anchorfast guard device, the shuttle connects to the protection sleeve at the base of the spine, located on proximal side of the shuttle (with respect to the patient) and henceforth called the attachment interface. In the device returned and reviewed, the entire attachment interface was found to be broken and not included in the return. This failure is consistent with the protection sleeve receiving a force along the ventral axis (though it is unclear which direction), which caused it to rotate about the lateral axis of the attachment interface until snapping. Without direct observation of this failure, the root cause of the force could not be determined.